Event description:
A customer reported that air did not come out when switched to air substitution. Air pressure went up but air did not come put. This problem was solved after exchanging the tube. No pt harm was reported. Additional info was requested, however none is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, however none is expected. (B)(4).